Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "the package was found broken during inspection." No patient involvement.

Manufacturer narrative:
(B)(4). The complaint of broken package - sterility compromised was confirmed based on the sample received. The customer returned one unit of (B)(4) visistat 35w 6/box for investigation. The individual returned unit was an opened sample in its original packaging. The packaging of the returned unit was observed to be damaged, with cracking near the tip of the device where the staples are ejected and two of the edges were open. The lid-stock was unsealed from the tray on three sides of the packaging. The stapler was returned with 9 staples remaining in the cover block, indicating the customer fired at least 26 staples. No defects were observed on the stapler. The sterile barrier of the returned sample is compromised due to the cracking near the tip. A device history record review was performed, and no relevant findings were identified. DHR investigation did not show issues related to complaint. A corrective and preventative action was previously initiated to evaluate this issue. The technical root cause was identified to be that the new mold failed to fully replicate the previous mold. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "the package was found broken during inspection." No patient involvement.